Event description:
It was reported that this lead was capped due to high pacing thresholds. The root cause was not determined. A new lead was successfully implanted. No additional adverse patient effects were reported.